Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a monorail sterling balloon catheter. It was noted during unpackaging that contrast was present on the outer surfaces of the device, as-received. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall approximately 32 mm long and approximately 21 mm from the tip. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery with a non-contralateral approach. The 90% re-stenosed lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). The target lesion was pre dilated with a 4mm x 15mm peripheral cutting balloon that was inflated four times to 6 atms for 30 seconds. A 6.0 x 40/135 sterling balloon catheter was selected for additional pre dilation and inflated two times to 6 atms. On the third inflation at 10 atms, for 30 seconds, a balloon rupture occurred. After pre dilation residual stenosis was 80%. The balloon catheter was removed intact and the procedure was completed by post dilating with a 6.5mm x 40mm sterling balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery with a non-contralateral approach. The 90% re-stenosed lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). The target lesion was pre dilated with a 4mm x 15mm peripheral cutting balloon that was inflated four times to 6 atms for 30 seconds. A 6.0 x 40/135 sterling balloon catheter was selected for additional pre dilation and inflated two times to 6 atms. On the third inflation at 10 atms, for 30 seconds, a balloon rupture occurred. After pre dilation residual stenosis was 80%. The balloon catheter was removed intact and the procedure was completed by post dilating with a 6.5mm x 40mm sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4).